Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use on patient, cardiosave iabp (intra-aortic balloon pump) had gas loss alarm. There no harm or injury reported to the patient.

Manufacturer narrative:
Corrected: b4 updated: g3, g6, h2, h3, h6 (type of investigation, investigation conclusion and investigation finding) and h11 a getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The fse conducted full testing and calibrations as per specifications. The fse performed electrical safety testing. The iabp was handed over to the customer.